Event description:
It was reported that during an unknown procedure that the staple stay hangs between the stapler and the donuts. The surgeon made a very gentle pivot movement. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please provide more details for "the surgeon made a very gentle pivot movement"? The surgeon made a half-rotating movement from right to left to take out the stapler slowly after the stapling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.